Manufacturer narrative:
The reported events of poor sensing and inadequate capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found no anomalies.

Event description:
It was reported that patient presented in clinic for an implant procedure. During the procedure, the left ventricular lead had poor capture thresholds and sensing. The physician implanted a different lead. The patient was stable throughout.